Event description:
It was reported the patient experienced loss of therapy. High impedances were found and as a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
Correction d9 - the device available for evaluation? Should have been yes rather than no. The reported event of high impedance was confirmed. As received, the octrode stim end segment was found with all its internal wires broken, that would cause high impedance. The cause of the issue is unknown.